Event description:
It was reported that the pt was experiencing sound quality issues. External equipment was exchanged and programming adjustments were made, however, this did not resolve the issue. Revision surgery has been scheduled.